Event description:
It was reported that in preparation for a pci procedure, the liberte stent dislodged from the delivery system during removal of the mandrel. The physician attempted to re-mount the stent on the delivery system, however, he was not successful and the stent was damaged. The procedure was completed with a liberte 16 x 2.75mm.

Manufacturer narrative:
.